Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay, faded serial number label, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. Customer declined to troubleshoot for low blood glucose. The customer was treated with food. Customer stated that the auto mode feature was active at time of low blood glucose event. The insulin pump had cosmetic damage. The insulin pump will be returned for analysis.